Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis, damaged insulation due to squashing was detected 31.5 cm distal of the df4 connector pin. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed a severely stretched fixation, which is most likely the result of the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that oversensing with artifacts occurred approx. 20 months after implantation and the lead was explanted.